Event description:
It was reported the patient's blood glucose rose to 27 mmol/l (486 mg/dl). The pod was worn on the patient's arm for between 37 and 48 hours. As treatment, a manual insulin injection was administered.

Manufacturer narrative:
The unexposed portion of the soft cannula was observed to be torn, causing an internal leak, corrosion and insufficient battery voltages. The internal tear to the soft cannula is confirmed as the cause of the devices failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.